Event description:
It was reported that the patient had erythema at the pump site, following the implant procedure. The patient was treated with oral clindamycin for one week. It was noted that on (B)(6) 2013, the incision was "well healed" and the patient recovered without sequela. The device system was delivering morphine. Three weeks later, it was reported the patient was receiving effective therapy; no other events or modifications were reported.

Manufacturer narrative:
Product ID 8591-38, lot # d17302, implanted: (B)(6) 2012, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).